Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not detected on bus. The issue was identified on stress. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. The field service engineer powered down the fridge using the battery key and the toggle switch, then powered down the pyxis system. All components were powered back up in the correct reverse order. After the reboot sequence, the customer was able to successfully recover the failed storage space, and the station operated as designed. The system functioned as intended after the field service engineer repaired the device.